Manufacturer narrative:
The device history records were reviewed and all processes and test criteria were within the medpor implant specification. The purchasing agent indicated that the implant was not the reason for implant removal.

Event description:
A representative from the doctor's office stated that the patient received a medpor mandibular angle rz right implant. The representative stated that the implant "bothered" the patient and was removed. The representative stated that the implant was sent to a lab for testing and the results were negative for infection during numerous cultures. The representative stated that the implant was intact after removal. The representative stated that the implant was not the reason for removal. The representative reported that the patient is in excellent condition after the removal.